Event description:
It was reported that after replacing a freestyle libre 3 plus continuous glucose monitor (cgm) sensor, the ilet displayed prompts to connect a cgm or enter a blood glucose value until the user rescanned the sensor through the ilet mobile app, after which the system showed sensor warmup and subsequently reconnected. No adverse clinical symptoms reported. Outcomes included no clinical impact. User support included guided troubleshooting and user education that led to successful sensor rescan and reconnection with the ilet indicating warmup status. Investigation of this case revealed a resolved cgm pairing/connectivity issue consistent with transient setup or communication error between the cgm sensor and the ilet; device hardware components were not found to be defective once connection was established. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient communication interference that resolved with rescan and standard instructions.

Manufacturer narrative:
Initial.